Event description:
It was reported that the patient had therapy turned off for a surgical procedure. The therapy was turned on following the procedure, but the therapy settings were set to lower values. Provider indicated that the patient typically has tremors, but with the lower therapy settings the patient's family member noticed that the patient is having more tremors. Provider is wanting mdt rep to come out and adjust therapy as hospital staff will not touch the handset to assist patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.